Event description:
A report was received that the patient was having frequent charging of the ipg. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient was having frequent charging of the ipg. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the physician did not suspect device malfunction.

Event description:
A report was received that the patient was having frequent charging of the ipg. The patient will undergo an ipg replacement procedure.